Event description:
The doctor indicated that the zi-real abutment fractured as he was preparing the abutment. It was also reported that there was no patient contact, no patient injury or infection.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results:upon fit, form and functional inspection, found that the wall on the zi-real abutment ((B)(4)) was prepared too much (must maintain three walls of the abutment and at lease .5mm of wall thickness), therefore fractured during preparation process.